Event description:
The customer reported that during a laparoscopic oophorectomy-salpingectomy procedure, after the first sealing and cut were completed successfully on the ovarian ligament, the jaws of the device would not open back up and release from the tissue. The surgeon used a non-covidien device to seal and cut the area around the jammed jaws to release the covidien device. It caused almost no bleeding, but a slight oozing occurred. A new device was used to complete the procedure without further incident.

Manufacturer narrative:
(B)(4). One used device was returned for evaluation. The jaws were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was activated on simulated tissue with acceptable results and a visual seal was observed. Additional functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made and all seal cycles completed satisfactorily. The jaws were released from the tissue with no difficulty and no sticking was observed. A spring compression test, which correlates to jaw force, was performed and the results were within specification. Covidien qa could not confirm the customer's report. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a blood field. If consistent sticking is encountered, reduce the bar setting.